Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Full drive system test was not performed due to motor error alarm. The device passed self test and motor passed motor test. The device was monitored for several days and no blank display noted. The device was received with normal operating currents and no unexpected off no power, low battery, or failed battery test alarms noted. The device had cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated the device alarmed when they were attempting to bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.